Event description:
Same case as MFR # 2134265-2009-01182. It was reported that during a stent implantation procedure, a stent was partially deployed. The lesion was located in the superior vena cava. The lesion characteristics are unk. The wallstent uni 20 x 40mm was advanced to the lesion and was partially deployed. The outer catheter was pushed back, the stent was closed and removed from the pt. A wallstent uni 20 x 70mm was advanced to the lesion and was also partially deployed. This stent was then closed and removed from the pt. The second stent was "manipulated by hand outside of the pt and it deployed as intended." The stent was closed again and then placed and deployed in the pt successfully. No pt injuries or complications were reported. The pt's status is reported as "stable". Attempts to obtain further info have been unsuccessful.

Manufacturer narrative:
(B) (4).